Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and end cap broken off noted. Unable to perform displacement test due to end cap broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that there was crack to the entire top piece of the reservoir. The troubleshooting was performed for damage and noticed that the reservoir still locking in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.